Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was 221 mg/dl. Customer does not report any special circumstances when pump alarmed. Customer insulin pump has to be replaced.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 was present in the long trace file due to severe corrosion on all electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked case on the battery tube area, cracked battery tube threads, a peeling end cap address label, corrosion in the battery tube, severe corrosion on all electronic assemblies and moisture damage on the motor home switch.